Event description:
It was reported that the patient had the ambicor penile prosthesis, implanted in 2012, removed due to fluid loss. A new 16 cm x 12.5 mm ambicor penile prosthesis was implanted. The patient was in stable condition following the replacement surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the leak was from a hole in the right cylinder.